Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 464 mg/dl. Customer's current blood glucose was 408 mg/dl. The customer did experienced the symptoms such as light headed due to high blood glucose event. Troubleshooting was done for high blood glucose event. Customer treated high blood glucose by manual injection or insulin pen. Customer had been using insulin pump within 48 hours of reported event. The insulin pump will not be returned for analysis.